Manufacturer narrative:
Results - bd received 2 iag 14ga units, one from lot number 6042643 and one from 5043918. 6042643: the unit package was open at both ends. 5043918: the unit package was not open. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. No significant issues were found during the review of the device history record. Conclusion - the customer experience was confirmed based on the evaluation that was performed on the returned units. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6042643; medical device expiration date: 01/31/2019; device manufacture date: 02/12/2016; medical device lot #: 5043918; medical device expiration date: 2/28/2018; device manufacture date: 2/11/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with ¿the packaging opened or peeled back, making the product not sterile & open to air¿. There was no report of injury or medical intervention needed.